Event description:
It was reported that the customer was hospitalized due to low blood glucose of 33mg/dl, and the paramedics were called. The customer's was treated and his blood glucose went up to 88mg/dl. Then it dropped to 22mg/dl. It was stated that the customer was taken off the insulin pump for a while. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.